Event description:
Additional information received from the trial patient reported that they had a bowel movement (bm) today but it was hard almost like constipation. The patient was advised to connect with their doctor for the issue. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Event description:
The trial patient¿s son stated he was not with patient at the time of call so they were not able to increase stimulation to help with retention issues. The reported issue was not resolved at this time of the report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.